Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported the patient presented remotely via merlin.net. Their implantable cardioverter defibrillator exhibited post-paced t-wave over-sensing. No intervention was made. There were no patient consequences.